Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a blister under the front electrode while in the hospital. The patient's physician removed the lifevest and placed the patient on telemetry until the blister healed. The patient was also provided a larger garment.